Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a "pacing problem" and the right ventricular lead (rv) had high impedance. The rv lead was indicated to have been replaced. The replacement rv lead was noted to have a rising threshold and a drop in sensing and was also replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.